Event description:
It was reported that this right ventricular (rv) lead had a safety switch due to a high out-of-range pacing impedance spike of over 3000 ohms. The pacing impedance history show stable measurements in the 600 ohms. The rv lead was programmed to unipolar with a decrease in sensitivity to reduce any oversensing. The noise was not reproducible after this change and the impedance decreased within normal limits. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a safety switch due to a high out-of-range pacing impedance spike of over 3000 ohms. The pacing impedance history show stable measurements in the 600 ohms. The rv lead was programmed to unipolar with a decrease in sensitivity to reduce any oversensing. The noise was not reproducible after this change and the impedance decreased within normal limits. This rv lead remained in service and was eventually abandoned and replaced. A conductor fracture was found. No additional adverse patient effects were reported.